Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the difficulties appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that during a procedure of the heavily calcified, narrow, 90% stenosed mid left anterior descending (lad) artery after pre-dilatation with a mini trek balloon, the 2.5 x 15 mm xience prime stent delivery system (sds) was advanced but failed to cross the lesion after several attempts. It was noted that the proximal shaft became separated; the device was removed from the anatomy without issue. A different xience prime stent was implanted in the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.